Event description:
Healthcare professional (hcp) reported dialysis started at 0700 and arterial pressure was 260mm/hg and venous pressure was 180mm/hg. At 0735, pt was found unresponsive and code was initiated. Blood was noted on the floor and arterial/venous gortex thigh graft needles noted to be dislodged. Hcp stated "the pt was not in full arrest" at onset of code. Device alarmed "air in foam detector" during code. Hcp reported the external fluid barriers were dry. Pt was removed from the device and transferred to the on-site hospital. Hcp estimates blood loss was approx 200cc. Pt expired on 11/28/97 at 1535. No details available after transfer to on-site hospital.